Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a right side transfemoral tavr, there was resistance between a 26mm sapien 3 ultra valve/ds and the 14fr esheath+. As reported, no difficulties were faced when inserting the esheath into the patient. The operator felt excessive push forces when inserting 26mm valve into sheath. It was possible that the esheath was inserted at a steep angle. The valve was removed from sheath. The esheath remained in the body. 16fr dilator was inserted and removed over the wire. A 26mm s3u valve and delivery system was prepped. Propofol was used in sheath during second valve insertion. The valve was successfully deployed. Angio was taken after sheath removal at end of case. A dissection was visualized in common femoral/external iliac. Balloon and supera stent was used to tack up dissection successfully. The operator believed that the small diameter, 4.5mmx5.5mm, and moderately tortuous artery was the reason the valve wouldn't track through the sheath. The patient was stable during the procedure and later discharged. It is unknown when the injury occurred, however, it is most likely associated with the excessive push forces. The device was discarded.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint resistance between system components was unable to be confirmed as the complaint device was not returned and no procedural imagery was provided. Available information suggests that patient factors (undersized vessels) and procedural factors (insertion angle) likely contributed to the event an subsequent dissection as the patient presentation revealed the undersized access vessels and it was reported that there was a steep insertion angle. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.